Event description:
Customer reported a negative white blood cell (wbc) result on the instrument and visually with the multistix 10sg strip whereas microscopic result was positive. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant white blood cell (wbc) results is unknown.